Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.